Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However it is likely, the reported issue occurred because the amount of operating force increased due to some influence during clipping, which led to an excessive tensile load being applied to the operating wire. The operation wire then came out from the caulking part due to the load exceeding the resistance and the clip could not be detached from the applicator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during clip placement the sheath comes off and the clip itself is not released the event was repeated both the day before and on friday out of 5 total clip-layers. The issue occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.